Manufacturer narrative:
Investigation is not complete. Add'l info has been requested from the user facility and the surgeon. Although several attempts have been made, a medwatch 3500a has not been rec'd from the user facility. Trends will be evaluated. This report will be amended when the investigation is complete. This is the same event as 1043534-2007-00029, 00031.

Event description:
Allegedly pt's leg was amputated due to infection.